Event description:
During surgery, the surgeon found that the screwdriver was not able to engage one of the screws.

Manufacturer narrative:
Affected device is not available to stryker for evaluation.